Event description:
It was reported by the affiliate that the (1) er320 was used during a splenectomy procedure. It was reported that after the second clip was applied, future ones were falling down when fired. It was no reported how the case was completed. There was no pt consequence.